Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a resume pump alarm. Reportedly, the customer was asleep when the alarm occurred. Tandem technical support (cts) offered troubleshooting; however, the customer declined. During a follow up call, cts guided the customer to pump history and the customer confirmed that no alarms relating to customer's allegation were discovered. There was no information provided regarding the customer's blood glucose level.